Manufacturer narrative:
Device issue with inomax (B)(4) ((B)(4)). The device investigation was completed on 24-sep-2015. The regional service center (rsc) service log review revealed a delivery failure (df) alarm raised due to backlight current below minimum. Minimum: 800 counts and actual: 632 counts. The rsc investigation experienced the reported failure of blank display and revealed that the device had a black display and audible alarms upon bootup. The rsc also revealed the touchscreen was capable of silencing alarms. The rsc replaced the touchscreen/display assembly. A full function test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is display-backlight failure. This condition will be tracked and trended under the company's quality system. The device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
On (B)(6) 2015, a respiriatory therapist (rt) in the united states spoke with the company regarding a device issue with inomax (B)(4). The device was not in use on a patient. The rt reported that on power up inomax (B)(4) had a very dim/dark screen to the point where he could not see the buttons. The touch screen seemed to activate as he was able to silence the alarm by pressing in the area of the alarm silence button. Inomax (B)(4) was removed from service and returned to the company for service evaluation.